Manufacturer narrative:
Date of event: (B)(6). Date of report: 20aug2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The manufacturer's field service engineer (fse) replaced the foam buzzer filter and bipap focus tui pcba to address the reported problem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that when they switch on the unit, the "3.3 v voltage rail failed" error is displayed just when turning the fan on. The customer reported that the device was in clinical use at the time of the reported event however, there was no patient harm.